Manufacturer narrative:
The field engineering specialist replaced a solenoid valve. He adjusted the sipper nozzle. He replaced the reference electrode and a sample probe. He adjusted the gear pump pressure. He ran successful calibrations. The customer ran qc and precision testing with acceptable results. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na and k for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). The initial sodium result was 94.5 with a repeat result of 133.8. The initial potassium result was 2.88 with a repeat result of 4.37. The units of measurement were not provided. The results in question were not reported outside of the laboratory. The sodium and potassium electrode lot information was requested but was not provided.

Manufacturer narrative:
No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.